Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. (B)(4). Reporter phone number unknown.a follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the oxygen concentration was out of specification.there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 06feb2019. Date rec'd by MFR: 05feb2019. The manufacturer¿s international service technician could not confirm the reported oxygen phenomenon. The service technician reported that the abnormality on the unit was not recorded in the event log so the function of oxygen supply was concluded to operate properly. The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.